Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed pump supplies to address the issue. Customers blood glucose was 340-361 mg/dl